Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) had particulate/foreign matter inside the bag. This was observed during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date: the lot was manufactured between april 19-20, 2024. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a particle of foreign matter inside the exactamix eva (ethylene vinyl acetate) bag. The reported condition was verified. The cause of the reported condition could not be determined; however, a possible cause is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.